Event description:
Review of the vns patient's programming history revealed that a faulted system diagnostic test occurred on (B)(6) 2006 which changed the settings to unintended parameters and the pulse width, magnet output current, magnet pulse width and magnet on time were not corrected. No patient adverse events were reported as a result.

Manufacturer narrative:
Analysis of programming history.